Event description:
Hemodialysis patient tested positive for hemolysis 2 hours into treatment and was subsequently hospitalized for 5 days. No problem is reported with the bloodline but the facility is investigating all equipment and products used at the time of this event.